Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The patient reported feeling tired. In 2009, measured battery data was 5600 ohms and 85.0 ppm, with an estimated remaining longevity of greater than 15 months. The following month, the patient's presenting rhythm was 53 beats per minute with no evidence of pacing. Intermittent telemetry was also noted at interrogation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator as received to have no output or telemetry. With a new battery the device reverted to end of life and backup mode. The message on the programmer indicated that the cell was too low to accept programmed settings, which is an indication of anomalies in the integrated circuit.